Event description:
A technician reported, the black knob on the facility's tank was frozen and could not be loosened during a pneumatic retinopexy procedure. The surgeon switched to a new type of gas tank and proceeded with the patient's procedure. She noted there was approximately a 15-20 minute delay in the surgery with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received for evaluation. Review of (B)(4) was completed and no other complaints were reported for this lot. Cylinder 8 of lot 922915 was received and the valve could not be turned by hand. The valve was found jammed in the open position. Once loosened, the valve could be turned by hand. No root cause could be determined. Additional information was requested via mail on 03/07/2011; via phone on 03/24/2011. (B)(4).